Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 495 mg/dl and the insulin pump keeps beeping and not delivering insulin. Customer stated that she treated with a manual injection. Customer stated that the buttons were not responding when she pressed the up and down arrow. Customer's blood glucose is 103 mg/dl. Customer also had a no delivery alarm. Customer stated that she has a back-up plan and has treated with the pump and a manual injection. Customer stated that the alarm occurred previously and during bolus and basal. Customer stated that the no delivery alarm is recurring. Customer stated that the no delivery alarm was resolved by a complete set change. Customer also had a low reservoir alert. Customer stated that all buttons were responding during troubleshooting. Customer was advised to monitor the pump. Customer stated that she replaced the reservoir and that her pump has been working fine since she changed her infusion set.